Manufacturer narrative:
Patient codes (B)(4) no longer apply. Conclusion code no longer applies.

Event description:
Additional information received from the consumer reported the leak was ¿not¿ caused by their device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was having major back surgery soon due to a major spinal cord leak. It first occurred in 2015 and it had gotten worse. The patient was given demerol. It was noted the patient was in horrible pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.